Event description:
It was reported the camera head had fuzzy picture during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; g3; h2; h3; h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty charge coupled device (ccd); reprocessed incorrectly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty ccd. The most probable cause was traced to component failure. This issue of incorrect reprocessing was addressed in the instructions for use (IFU): be careful not to twist the cable while coiling the camera cable of the camera head. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Please refer to page 22 in the ch-s190-08-lb reprocessing manual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.